Manufacturer narrative:
Investigation summary: ppae (ventricular fibrillation): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1973937. Device history batch: subcomponent lot: n/a. Device history review the pump sn: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported the patient has continuous ventricular fibrillation runs overnight. Care was eventually withdrawn, and the patient expired.